Event description:
It was reported on (B)(6) 2025 a 30-25mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant using a 9f amplatzer talisman delivery sheath to treat a patent foramen ovale (pfo). During implant the left disc of the occluder took on a bulbous shape while in the left atrium. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 30-25mm amplatzer multi-fenestrated septal occluder - cribriform and 9f amplatzer talisman delivery sheath. There were no interactions with cardiac structures. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects of the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause for the reported device deformity could not be conclusively determined. The reported off-label use was related to user used an amplatzer multi-fenestrated septal occluder - cribriform for a patent foramen ovale (pfo) defect. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform¿ - instructions for use, "indications and usage: the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1 degree of left to right shunt or rv enlargement). Contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."